Event description:
It was reported that the insulin pump alarmed motor error during the basal process. Troubleshooting was performed. Reviewed the alarm history and found the alarms. Ran a displacement and self test and the tests failed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.